Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after loading a new cartridge onto the pump the customer received a cartridge alarm (alarm 1) and a minimum fill message. Customer's blood glucose level was 128 mg/dl. Reportedly, the customer successfully loaded a new cartridge onto the pump.